Event description:
It was reported the sutureless pump connector (sc) pulled apart/came apart when removing from the old pump during a pump replacement on the date of this report. The metal ring stayed attached to the pump and the catheter part pulled back. A small portion was trimmed and replaced with a new 8596sc. There were no symptoms or complications associated with this event and the patient¿s status at the time of this report was ¿alive-no injury.¿ it was unknown if catheter segments were left in the intrathecal space. The pump was being used to deliver lioresal. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the existing spinal segment was left in the body, trimmed and a short pump segment was replaced. The device manufacturer representative (rep) didn¿t know the exact length and had no further information to provide.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed difficulty with the sc connector led to explant. (B)(4).